Event description:
A distributor in france reported that a pump was not turning on, as the battery was not charging. There was no adverse impact to the customer's blood glucose level reported. The distributor attempted to charge the pump with different cables for over two hours, but it remained non-functional. The pump is expected to be returned for further examination, and a replacement pump with serial number 1491695 has been arranged.